Event description:
Additional information received noting that this patient also experienced implant blockage in the anterior chamber in addition to the high intraocular pressure and folded/curved device. This led to the yag 4mj to open lumen. Event resolved.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f08, f1205. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Concomitant therapies: prednisolone 1% drops, and phropressa .002% drops. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported clinical patient had a xen®45 gts implanted in the right eye. Roughly one week later intraoperative pressure (iop) was noted at 21mmhg and the xen device was folded/curved in the ac. Yag cap [4mj] was done to open the lumen. Iop following this was still noted at 21mmhg. Three days later, patient returned and iop was noted to be 16mmhg. Patient again returned 2 weeks later and iop was 24mmhg. Patient returned to taking rhopressa and to taper their prednisolone. The iop was still noted high at 26mmhg a week later and another week past with an iop of 41mmhg. Patient was admitted to hospital of IV mannitol and ahmed tube shunt with removal of the xen the next day. Other treatment medication was noted as ocuflex .3% drops. The events have resolved.